Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two segments for analysis. Final analysis found external insulation abrasion was noted at 8.8-9.0cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 5.4-5.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.